Event description:
It was reported that "after the catheter was implanted during the operation, the machine alarmed (gas leak alarm). After the catheter was taken out, the catheter was found leakage". Additional information stated that the catheter was replaced with a new iab. The new iab was inserted at the same insertion site. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "after the catheter was implanted during the operation, the machine alarmed (gas leak alarm). After the catheter was taken out, the catheter was found leakage". Additional information stated that the catheter was replaced with a new iab. The new iab was inserted at the same insertion site. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultra flex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number on the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc; no obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with the quality system document. The iabc central lumen was aspirated and flushed. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from the manufacturing procedure. A leak was immediately noted and located around the bifurcate bushing bond. Upon microscopic inspection, the leak occurred from the adhesive bond at the bifurcate bushing. No other leaks were detected. A guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab helium loss alarm is confirmed. During the complaint investigation, an external leak is confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The root cause is manufacturing related. A non-conformance has been initiated to further investigate the issue.